Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The cause of the discordant, false negative hcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension rxl max with hm instrument. The sample had been run neat and resulted with an error, indicating the sample required dilution. The sample was rerun with a 1:6 dilution and resulted negative. The negative result was reported to the physician(s), who questioned the result. The sample was rerun neat and rerun with a 1:6 dilution on the same instrument, both of which resulted with matching positive results. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.